Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 20 mmol/l compared to a lab result of 5.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Further investigation was performed on the reported meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. (B)(4)

Manufacturer narrative:
The reported meter was returned and investigated. The complaint was not confirmed and no new issues were observed. The functional test results were not within device specifications. A message would display on the screen. After replacing the part the problem was corrected. However when the meter was opened the port connector was found to be cracked. Visual inspection was within device specifications. An additional investigation is in process. A follow-up report will be submitted once additional information is obtained. (B)(4)